Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pt was implanted 2 days before the report. During the implant, impedances <50ohms were noted on contact 01. No other short was seen with any other electrodes. The lead was removed, wiped down, and re-inserted. The 01 combination came back with normal limits. It was noted that the 01 combination electrode was not used in the programming. At that time, the stimulator battery level was 70%. One day after implant, the battery had dropped to 40%. It was unk what device was used to note this measurement. The physician had the pt recharge the battery. No pt symptoms, treatment, or outcome was reported.